Event description:
After a patient's right femur had been implanted with precice for approximately three (3) months, a doctor alleged that the patient's precice nail appeared to have stopped functioning.

Manufacturer narrative:
The device is still implanted in the patient; the distributor reported that the doctor will perform a revision surgery after the patient's femur has fully consolidated. To date, the patient is doing fine. The device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted and a malfunction of the device cannot be confirmed. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.